Manufacturer narrative:
Additional devices listed in this event: catalog: 64812110, description: mrhk femoral bushing, lot: ldj297. Catalog: 64812120, description: mrh axle, lot: ctd2289. Catalog: 64813216, description: mrhk tib ins 16mm xs/s s1/s2, lot: ldh806. Catalog: 64812110, description: mrhk femoral bushing, lot: ldj296. Catalog: 64812100, description: mrh tib rot comp xs-xl, lot: 57091. Catalog: 64812140, description: mrhk tibial sleeve, lot: lco607. Catalog: 5560-s-212, description: tri cemented stem 12mmx100mm, lot: n5t37n. Catalog: 64813111, description: mrh tibial b/plt keel sml 2, lot: ec4pr. Catalog: 64952030, description: gmrs dist fem comp std l 65mm, lot: ec3tx. Catalog: 6197-9-001, description: simplex p with tobramycin 1 pack, lot: mju089. Catalog: 6197-9-001, description: simplex p with tobramycin 1 pack, lot: mku104. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported: "patient had complained of some pain. [Surgeon] examined implants, and patient's femur and tibia were solid [well-fixed]. He exchanged the bushings, liner, rotating hinge bumper and sleeve. The sleeve did show some darkening of implant from rotating hinge activity". Patient is very active (works standing up every day). Surgeon does not know cause of pain and will refer the patient to a larger institution if pain is not resolved.